Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a study was completed for 200 primary and secondary intravenous (IV) medications (101 in critical care and 99 in medical-surgical) to observe adherence with manufacturer required system setup at the point of care during actual clinical use of spectrum iq pumps. The observations were performed on adult patients. It was observed that when the primary container and the higher secondary container was not done as required (head-height differential is inadequate) the following may occur: the secondary bag will not infuse as intended, resulting in medication delays, or missed doses; unintended flow from the primary container (¿concurrent flow¿), and flow rate inaccuracy when the secondary medication infusion rate is high. The following errors were observed during the study: it was observed that 187 pumps were placed above the IV insertion site, 59 infusions were observed with the hanger folded and not being used in the fully extended position. There were 3 incidents involving medication errors (one delayed dose and two omitted doses due to closed secondary clamps). There were 6 pumps observed to be programmed in basic mode instead of using the drug library. The hangers for secondary infusions were used 100% of the time, but almost 30% of the time they were used incorrectly. There were 5 observations where the secondary medication was connected to a y-site below the level of the pump. Concurrent flow from the primary infusion during secondary infusion was observed 24% of the time and in 61% of the observations there was volume remaining in the secondary medication bag after the pump indicated that the infusion was complete. There were also observations of where the primary container was infusing at the secondary rate, and the secondary container was infusing at the primary rate. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
B3/d10: september 2022study: giuliano, karen k. Phd, rn, mba, faan; blake, jeannine w.c. Phd, rn; bittner, nancy phoenix phd, rn; gamez, vicki dnp, rn; butterfield, robert bsee§. "Intravenous smart pumps at the point of care: a descriptive, observational study." Journal of patient safety 18(6):p 553-558, september 2022. / doi: 10.1097/pts.0000000000001057.the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. There were reported occurrences where the users observed in the study did not follow the spectrum pump's instructions for use (IFU). These instructions are necessary for the user to operate the pump as intended, specifically those concerning the setup heights, use of the hanger, and use of the drug library. Should additional relevant information become available, a supplemental report will be submitted.